Event description:
It was reported that this pacemaker was explanted due to loss of capture (loc) and high capture thresholds. The right atrial (ra) lead was also revised due to these allegations. No additional adverse patient effects were reported. Further information regarding product return status has been requested.